Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-07835. It was reported a cerebrospinal spinal fluid leak (csf) occurred when the physician was implanting a lead at the lumbar 3 vertebral level. Th patient reported headache and was advised to lay flat and hydrate with caffeine. Effective therapy was established during post-operatively. Issue was resolved.